Event description:
A maude event reported was received from a user facility that wished to remain anonymous. The report stated that the facility had been using the listed device to access a pt's implanted portal for administration of tpn/ivf. The device was changed every 7 days for approx 1 year. On an unk date in 2013, the report alleges that a black spot was noticed by the rn during the change of the listed device. The report states that the black spot was the "actual post surface coming through the chest wall". The port was then replaced on an unk date in 2014. No permanent adverse effects to pt reported,.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.